Event description:
It was reported that a merlin.net transmission showed an alert that atp therapy had been delivered. Review of the egm showed no episodes with atp therapy. It was noted that the event did not show due to egm storage capacity. Review of the merlin transmissions showed several vf diagnoses with atp therapy. The patients medications were changed to address arrhythmias.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.